Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5, to provide the completed investigation results and to attach the maude report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
A maude database search conducted on 30jul2023 found a maude report number 17078051. The event description states: "band was placed on patient's wrist to stop the bleeding after a cardiac catheterization procedure. Appropriate amount of air was added to the band but it began to lose air which caused a hematoma to develop."

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report # 0300880000-2023-8002. The event description states: "band was placed on patient's wrist to stop the bleeding after a cardiac catheterization procedure. Appropriate amount of air was added to the band, but it began to lose air which caused a hematoma to develop. Placed pressure on the artery access site post cardiac catheterization procedure."